Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4).

Event description:
The customer returned a aq2010v collamer three-piece lens, +14.0 diopter, to the manufacturer with a torn haptic and a piece of the optic missing. The reporter stated the lens was explanted due to the haptic tear. No patient injury. User error by surgical technician. No further information available.

Manufacturer narrative:
(B)(4). Result code(s): (operational problem) : visual inspection of the returned product found a piece of the lens optic and one haptic torn off. The lens was returned dry and there was evidence of clear surgical residue. (B)(4).